Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s patient care technician (pct) reported to customer service that the fresenius dialyzer caps fell off. There was no patient involvement, serious injury, or adverse event reported. Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Plant investigation: the dialyzer caps were manufactured after a planned product design change. This previously included four caps with each dialyzer, and after the change, each dialyzer included two caps designed and intended to be used on both ports in place of the previously included four caps. They require the user to press caps securely into place on the ports rather than screw them in as with the previous design. During investigation it was observed users were applying the same technique (twist) used to secure the caps before the introduction of the new dialyzer cap, since the instructions for use (IFU) did not indicate the new method for securing the caps (e.g., push action). It was indicated updates to the IFU were made as part of the design change evaluation for the new dialyzer cap, however instructions were focused on how to perform transfer of the cap from the end of the dialyzer to the dialysate port resulting from the reduction of four caps to two caps. The prior method of securing the cap (e.g., twist) was not included in the IFU, and method for securing the new cap was not considered during the change. It was indicated caps do not pop off the dialyzer when caps are secured and priming and disposal are performed in accordance with instructions. Original instructions directed users to secure the cap on the dialyzer. Flow rates, clamping, and disposal instructions are all covered in the instructions of the dialysis system. Instructions have been improved to include information on adequately securing the cap. The dialyzer IFU was updated to provide more specific direction on securing the cap to the dialysate port during treatment preparation. The cause can be attributed to labeling. Review of lot numbers shipped to the complainant in the 3 months prior to the complaint occurrence date was reviewed and a record review was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event.

Event description:
A user facility¿s patient care technician (pct) reported to customer service that the fresenius dialyzer caps fell off. There was no patient involvement, serious injury, or adverse event reported. Additional information was requested, however, to date has not been provided.